Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and mildly tortuous mid left anterior descending artery. The physician advanced the 3.5x12mm quantum maverick balloon catheter to the lesion and experienced difficulty crossing. After crossing the lesion, the physician inflated the balloon to 8 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a 3.5x10mm non-bsc balloon catheter. Pt status is reported as "good".